Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. In the photos, several tubes appeared collapsed, and several tubes contained lower blood volume than standard. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ that 4 tubes were underfilling. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6) hospital. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855

Event description:
It was reported that while using the bd vacutainer® sst¿ that 4 tubes were underfilling. No patient impact reported.